Event description:
International affiliate reported that revision surgery as three expedium single inner set screws were out of the heads of pedicle screws three months after implantation. However, examination by depuy synthes spine of an x-ray image revealed a fourth single inner set screw that appears to have been backing out although it is difficult to be certain. The following mfg. Medwatch reports are being filed for the four single inner set screws that had or may have backed out of pedicle screws post-operatively: 1526439-2014-12136, 1526439-2014-12137, 1526439-2014-12138, 1526439-2014-12139.

Manufacturer narrative:
While it was initially identified that the device was available for return, three requests have been made without the sample being received. The lot number of the suspect device could not be determined as several lot numbers were provided and the suspect device was not identified by the affiliate. As such, a device history review was conducted on all lot numbers. No issues were identified during the manufacturing and release of these devices that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. Without the returned parts, we are unable to properly identify the root cause. A potential root cause may be the set screw not being tightened to the intended torque level, resulting in the set screws loosening and backing out. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If the complaint sample becomes available, the complaint will be reopened, device will be evaluated and a follow up report will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Manufacturer narrative:
Four set screws had backed out post-operatively. However, eleven set screws were explanted and it is unknown which 4 of the 11 set screws had backed out. The possible lot codes are for the four set screw are: arffgm, arhb4l, argb50, apmb0f, argc9f, ardfdg. Depuy synthes spine does not use therapy dates as required. As the date of implantation is unknown, the ¿date of this report¿ has been entered into the required fields. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The set screw was returned to the complaint handling unit for evaluation. The set screw featured either very light tightening witness marks on the underside or no witness marks at all. Previously reported trending and lot history has not changed with the return of the sample. A root cause cannot be determined from the sample and information provided. However, a potential root cause may involve the set screws not receiving the correct amount of torque during final tightening, resulting in the set screws loosening and backing out. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.